Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a separation was observed in three (3) minicap transfer sets. The separation was noted between the female connector and main body of the transfer set; further described as "transfer sets came disconnected at white roller clamp to blue connector". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.